Event description:
It was reported that during device testing, the defibrillator delivered approximately 80 joules at the 200 joule setting and then locked up and was non functional. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.